Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp micro-volume extension set leaked. The leak was further described as ¿a crack where the tubing meets the luer lock end, noticed 15 minutes into infusion¿. The infusion was reported as an unknown chemotherapy solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage testing and pressure testing and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.